Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no new issues were observed. Meter powered on with button depression and strip insertion. Did not observe meter has a black spot on the right side of screen. The complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter had black spots on the right hand part of the display which resulted in the last number of the result being unreadable. It was further reported that on (B)(6) 2015 at approximately 7:00 pm she was unable to get a "decent" reading from the meter while experiencing unspecified symptoms of hyperglycemia. Customer self-presented to a local healthcare facility where a reading "over 500 mg/dl" was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia and treated with an unspecified "injectable medication to lower (her) blood sugar". There was no report of death or permanent injury associated with this event.